Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, open circuits were noted on 19 electrodes. The patient could no longer hear using the implant. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on july 2, 2024.